Manufacturer narrative:
Additional device(s) associated that may be associated to this event: plc121200/(B)(6), UDI: (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, this patient underwent endovascular treatment for an abdominal aortic aneurysm with no common iliac artery involvement and was implanted with gore® excluder® conformable aaa endoprosthesis (cxt261412/(B)(6). Pre-procedure computed tomography angiography (cta) performed on (B)(6) 2025, determined the maximum diameter of the abdominal aorta measured 40mm with a proximal landing zone had a maximum diameter of 40mm. The patient tolerated the procedure and was discharged to (home- self-care) on (B)(6) 2025. On (B)(6) 2025, the patient had an unscheduled in-person follow-up wherein imaging was performed. No other information was provided. On (B)(6) 2025, the patient underwent follow-up cta which was reported that the maximum diameter of the abdominal aorta measured 36mm. Additionally, a loss of patency of the gore device implanted within the left common iliac artery (plc121000/(B)(6) and ischemia of the left lower extremity was reported to have not resolved. The event is noted as buttock claudication and not attributed to the gore device. The patient¿s medical history includes a history of buttock claudication; however, the physician reports it is believed to be a new onset. On (B)(6) 2025, the patient underwent an endovascular reintervention. This included ballooning with a percutaneous transluminal angioplasty, a thrombectomy and implanting of two gore® viabahn® endoprosthesis with heparin bioactive surface and two gore® viabahn® vbx balloon expandable endoprosthesis: stent grafts to the abdominal/leg devices. The patient was reported to have a thrombectomy. The patient tolerated the procedure and was discharged on (B)(6) 2025 feeling and ambulating well.